Event description:
It was reported that during a routine examination, an x-ray revealed the atrial had lead dislodged. No patient symptoms were reported. The lead was explanted and replaced. The patient suffered no ill-effects as a result of the procedure.